Manufacturer narrative:
(B)(4). A sample was not returned for evaluation and the batch number was reported as unknown. Without the actual device and/or lot number, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the luer ending of the IV adminstration set detached from the patient's IV catheter hub which resulted in blood leakage. No injuries were reported.